Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, the screen on the insulin pump was blank and no information was on it. Customer's blood glucose was 5.2 mmol/l. Customer changed the battery and the anomaly persisted. The insulin pump is not returning for analysis.